Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial implant during a routine follow-up, a computed tomography (CT) scan revealed an endoleak of indeterminate origin. The patient was reported as being stable and an intervention has been scheduled.

Manufacturer narrative:
Type ii endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please remove this MDR from your system. Corrections: b5: describe event or problem. G4: date of received by manufacturer. H6: patient code: remove code 1924. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial implant during a routine follow-up, a computed tomography (CT) scan revealed an endoleak (indeterminate origin). A computed tomography angiography (cta) scan will be performed on (B)(6) 2021 to identify the type of endoleak. The patient was reported as being stable. Additional information: the reported endoleak of indeterminate origin was identified as a type 2 endoleak . A type 2 endoleak is anatomy related and not related to the device therefore no device failure has occurred. This event is no longer reportable to the FDA. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please remove this MDR from your system.